Event description:
It was reported the gpos board did not start up and the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos was replaced during the service call. The system was tested and found to be working as intended and put back into service.